Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The attachments were images of the explanted devices and images of the x_ray before the explantation. Both images showed the 5.0 ti lckng scr slf-tpng t25 sd 34-sile which appeared not having a defect; hence the complaint condition couldn't be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition could not be confirmed during photo investigation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient had an ex-plantation of a failed femoral neck system, original date of the surgery was (B)(6) 2020. The patient has a history of substance abuse. No fragmentation was observed besides the split in the bolt for femoral neck system and anti-rotation screw. Concomitant device reported: femoral neck system (part: 04.268.000s; lot:22p9146; quantity: 1); 5.0mm locking screws, with t25 stardrive (part:412.211s;lot:4l80139 quantity: 1); 5.0mm locking screws, with t25 stardrive (part:412.210s lot# unknown; quantity:1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 34mm-sterile. This is report 5 of 5 for (B)(4).